Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was unknown mg/dl. Customer was assisted in performing a 5.0 units fixed prime. Customer stated the insulin did not exit. The customer was advised that the alarm was caused by set/reservoir connectin. The customer was advised to replaced infusion set and reservoir. The customer was also advised to monitor and call back if need be.